Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 55-year-old male with a history of cardiomyopathy presented in pre support clinical condition consistent with scai shock stage e. The patient was surgically implanted with an impella 5.5 via the right axillary/subclavian arterial approach on (B)(6) 2026 at 21:38 for hemodynamic support. During ongoing support, the patient developed ectopy characterized by atrial fibrillation with runs of ventricular tachycardia. The reported injury included vt/af and the patient had known underlying electrophysiologic conditions, with post operative atrial fibrillation following cardiothoracic surgery identified as a contributing factor. The event was considered a patient injury and was attributed to impella therapy; however, no device failure or malfunction was identified, and device outcome involvement was reported as none. Pump repositioning was performed as a treatment intervention, but removal or repositioning of the device did not resolve the injury. No product was returned, no replacement was requested, and no console data download was required. At the time of reporting, the patient remained on impella support, with survival outcome and complaint patient outcome pending.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information reporting device is not available for return.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.